Manufacturer narrative:
Section a3: patient privacy laws in the event country prohibit the release of private patient information and patient date of birth should have been removed from the previous report. Manufacturer's investigation conclusion: a direct cause for the patient¿s reported infection could not be conclusively determined through this evaluation. A direct relationship between the device and the reported low pulmonary artery diastolic and wedge pressures could not be conclusively determined through this evaluation. The patient remains ongoing on ventricular assist device (vad) support with no further issues reported. Review of the device history records showed no deviations from manufacturing or qa specifications. The heartmate ii lvas instructions for use (IFU) (rev. B) is currently available. Infection is listed as an adverse event that may be associated with the use of heartmate ii lvas. Heartmate ii lvas patient handbook (rev. D) section 2 entitled ¿how your heart pump works¿ and section 4 entitled ¿living with the heartmate ii¿ outline care instructions in reference to preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was readmitted for infection on (B)(6) 2021. A cardiac catheterization was performed that revealed low values for the patient's pulmonary artery diastolic and wedge pressures. The patient was discharged on (B)(6) 2021. No additional information could be provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.